Event description:
The facility reports the resident was being transported from the bed to the wheelchair when the leg clip somehow became detached (not known how). The resident fell to the ground and hit the back of her head. The resident sustained a laceration to the back of the head and was sent to the ER. No further description of treatment provided.

Manufacturer narrative:
The lifter was examined on-site and found to be performing to specification with only minor scratches. The sling was found to be of 1997 production. No pictures were taken, but the description provided indicated there were no tears or fraying, despite its age. The manufacturer has investigated what can be at the root of a clip detachment and has found that a leg clip cannot detach, apart from the unlikely case of the patient's knee forcefully kicking up the clip from a position between fully horizontal and fully seated. This can be caused by a spasm, other involuntary movement, or a combative patient. Further inquiry into the patient's behavioral state has resulted in the knowledge that the patient was none of the above, but passive. Therefore, the clip detachment by the patient can be ruled out in this case. The remaining possibility is a manual detachment by the caregiver (which is against logic and the opi for the lift, and appears unlikely) or the non-attachment of the clips before lifting. The latter is considered to be the most likely cause. The guidelines for use of the sling and the opi for the lifter clearly state that the clips are to be in place on the hanger bar, and the sling straps under tension as the patient's weight is gradually taken up. Based on the information received, simulation investigation, and the evaluations documented, it is the opinion of the manufacturer that the clip did not detach, but was most likely not attached before the lift commenced. The manufacturer strongly recommends retraining of the staff to the applicable opi and guidelines. The manufacturer is currently running capa2008 to improve the labeling to better help the user prevent this type of incident.